Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), basedow's disease ('vision/eye problems type: graves disease') and meniere's disease ('meniere's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: shots in 2003 and pills in 1989. Concomitant products included levothyroxine sodium (synthroid) since 2008. In 2008, the patient experienced basedow's disease (seriousness criterion medically significant), autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid /thyroid issues") and nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced ovarian cyst ("ovarian cysts"). In 2010, the patient experienced meniere's disease (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced alopecia ("alopecia/hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), gallbladder disorder ("gastrointestinal or digestive system condition type: gallbladder") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (have it removed in (B)(6) of 2019, multiple surgery and surgery). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, basedow's disease, meniere's disease, vaginal haemorrhage, menorrhagia, autoimmune thyroid disorder, alopecia, nausea, fatigue, gallbladder disorder, adnexa uteri pain and ovarian cyst outcome was unknown. The reporter considered adnexa uteri pain, alopecia, autoimmune thyroid disorder, basedow's disease, fatigue, gallbladder disorder, meniere's disease, menorrhagia, nausea, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2008. Currently planning for essure removal: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion, fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 19-dec-2019: fu 2 and 3 processed together. Pfs received: event ovarian cysts added. Concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'), basedow's disease ('vision/eye problems, type: graves disease') and meniere's disease ('meniere's disease'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included, for an unreported indication: shots in 2003 and pills in 1989. Concomitant products included: levothyroxine sodium (synthroid) since 2008. In 2008, the patient experienced basedow's disease (seriousness criterion medically significant), autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid /thyroid issues") and nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced ovarian cyst ("ovarian cysts"). In 2010, the patient experienced meniere's disease (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced alopecia ("alopecia/hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), gallbladder disorder ("gastrointestinal or digestive system condition, type: gallbladder") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (have it removed in (B)(6) of 2019, multiple surgery and surgery). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, basedow's disease, meniere's disease, vaginal haemorrhage, menorrhagia, autoimmune thyroid disorder, alopecia, nausea, fatigue, gallbladder disorder, adnexa uteri pain and ovarian cyst outcome was unknown. The reporter considered adnexa uteri pain, alopecia, autoimmune thyroid disorder, basedow's disease, fatigue, gallbladder disorder, meniere's disease, menorrhagia, nausea, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was: (B)(6) 2008. Currently planning for essure removal: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, total bilateral occlusion, fallopian tubes were blocked. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), basedow's disease ('vision/eye problems type: graves disease') and meniere's disease ('meniere's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: shots in 2003 and pills in 1989. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced basedow's disease (seriousness criterion medically significant). In 2010, the patient experienced meniere's disease (seriousness criterion medically significant). In 2017, the patient experienced alopecia ("alopecia/hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), thyroid disorder ("autoimmune disorder type of disorder: thyroid"), nausea ("nausea"), fatigue ("fatigue"), gallbladder disorder ("gastrointestinal or digestive system condition type: gallbladder") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (have it removed in (B)(6) 2019, multiple surgery and surgery). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, basedow's disease, meniere's disease, vaginal haemorrhage, menorrhagia, thyroid disorder, alopecia, nausea, fatigue, gallbladder disorder and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, alopecia, basedow's disease, fatigue, gallbladder disorder, meniere's disease, menorrhagia, nausea, pelvic pain, thyroid disorder and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was (B)(6)2008. Currently planning for essure removal: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion, fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received. This case is valid case. The previously reported event injury was replaced with events from pfs: abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: thyroid, alopecia, meniere's disease, nausea, pain, vision/eye problems type: graves disease, fatigue, gastrointestinal or digestive system condition type: gallbladder. Patient's medical history was added. Laboratory data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.